Manufacturer narrative:
This event was previously reported in MFR report # 2916596-2020-05349 but this report is being submitted to separate the history of elevated ldh/infection from the other events.

Event description:
It was reported that the patient had a chronic history of ldh (lactate dehydrogenase) elevation since 2015, with ldh in the range of 339 u/l to 520 u/l. The patient has history of chronic driveline infection as well. Plasma free hemoglobin sent was within normal limits; echocardiogram showed mild to moderate continuous ai (aortic insufficiency). The plan for patient was to continue chronic antibiotic for suppression and continue warfarin anticoagulation. The patient was in (B)(6) where they have a home and had another I and d (incision and drainage) there for driveline infection. The patient is a dt vad (long-term destination therapy ventricular assist device) due to age.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient has had chronic elevated lactate dehydrogenase (ldh), ranging from 339-520. Additionally, they have had a chronic driveline infection and underwent incision and drainage. The patient¿s plasma free hemoglobin was within normal limits. An echo was performed and revealed moderate continuous aortic insufficiency. The patient was given antibiotics for suppression and warfarin for anticoagulation. Multiple attempts were made to gather additional information; however, none was provided. The heartmate ii lvas instructions for use (IFU), rev. C. Section 1 entitled ¿introduction¿ lists driveline infection and hemolysis as adverse events that may be associated with the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ contains care instructions regarding infection. Section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate ii lvas patient handbook, rev. C, is currently available. The patient handbook also contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 28may2009. No further information was provided. The manufacturer is closing the file on this event.